Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt stated that he woke up to a red heart alarm on his system controller. The pt switched power sources from power module to batteries, but the alarms continued. The pt then switched to the backup system controller. The system controller log file showed motor stopped and low flow hazard alarms. Add'l info rec'd indicated that a few days later, the pt experienced pump stoppages again and was admitted to the hospital.

Manufacturer narrative:
The pt remains on going with the implanted device. Power module, serial number (B)(4) and system controller, serial number (B)(4) were returned. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.